Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) as low as 50 mg/dl. The cause of bg was unknown. Bg was addressed with carbohydrates. Reportedly, the customer had someone bring her carbohydrates as the customer was unable to get up due to the low. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.